Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump did passed it. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 15 and pump error 4 found on (B)(6) 2021. The insulin pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat test at 0.0869 inches and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump error 15 alarm (file number: 30, line number: 213) confirmed in the history file on (B)(6) 2021 at 13:33:26.000 due to a software error. Pump error 4 was found in the pump history on (B)(6) 2021 at 13:33:24.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, missing display window/cover, stained keypad overlay and cracked retainer. Confirmed pump error 15 alarm (file number: 30, line number: 213) and pump error 4 due to software error.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.